Event description:
During the patient's implant surgery, high impedance error was seen after connecting the lead and generator. They tried running diagnostics several times, reinserting the pin, visualized it past the connector block, and irrigating the nerve. With the test resistor, she ran system diagnostics and still got high impedance. They opened up a new generator and it still had high impedance upon interrogation. At this point, they thought the lead they implanted was not good, so they did a full revision and replaced the lead. They used the generator and the impedance value was within normal limits (~4000 ohms). The patient then presented with high impedance in a follow-up appointment which is reported in MFR. Ref # 1644487-2022-00122 since it is a different lead. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The unused generator and lead were received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
During the patient's implant surgery, high impedance error was seen after connecting the lead and generator. They tried running diagnostics several times, reinserting the pin, visualized it past the connector block, and irrigating the nerve. With the test resistor, she ran system diagnostics and still got high impedance. They opened up a new generator and it still had high impedance upon interrogation. At this point, they thought the lead they implanted was not good, so they did a full revision and replaced the lead. They used the generator and the impedance value was within normal limits (approximately 4000 ohms). The patient then presented with high impedance in a follow-up appointment which is reported in MFR. Ref # 1644487-2022-00122 since it is a different lead. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The unused generator and lead were received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Data was reviewed from the date of surgery and it was observed that many in session interrogations were being performed likely while they were troubleshooting. For the m1000 generator, diagnostics are not performed automatically with in-session interrogations. Therefore for a large part of the surgery while they were troubleshooting, they were not obtaining updated impedance values. Product analysis was completed on the generator that was opened but not used during the implant surgery. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date. Product analysis has not been completed on the suspect product (lead) to date.

Event description:
Product analysis was completed on the suspect lead. The reported ¿high impedance¿ impedance allegation was not verified within the returned lead portion. Visual examination of the returned lead shows setscrew marks at the end tip suggesting that the lead connector was not inserted completely at one point in time. Though it is difficult to state conclusively the observed condition mentioned above may confirm this to be a contributing factor for the reported ¿high impedance¿ allegation. Also, a second set of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring indicate that the lead connector was inserted completely at least once at one point in time. The lead connector was inserted completely in a representative pulse generator header providing evidence that no anomalies that could prevent proper insertion are present. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical post explant related observations, no other anomalies were identified in the returned lead portion. Pa was also completed on the other generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Since product analysis of the lead and both generators showed no anomalies, and the lead showed signs of incomplete pin insertion, the most likely cause of the high impedance was due to incomplete pin insertion. No further relevant information has been received to date.